Event description:
It was reported that a shaft break occurred during a percutaneous coronary intervention. The target lesion details are unknown. The physician advanced a non-bsc stent through the guidezilla; however significant resistance was encountered. The stent and guidezilla were removed together from the patient. Upon removal, it was noted that the base of the guidezilla was broke and almost detached, possibly due to excessive force being applied. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination revealed a kink 15cm from the tip of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination of the ptfe found no damage or irregularities. The interventional device used in the procedure was not returned with the complaint device. A promus element plus unit was inserted in the collar of the device with success; however, due to the separation of the shaft, complete functional testing could not be performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).